Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was hospitalized due to low blood glucose levels. Customer hospitalization occurred several years ago and was using another insulin pump. Customer stated her blood glucose was 29 mg/dl. Due to the low she broke both of her ankles. She had surgery and was hospitalized. No troubleshooting was performed as she didn't have the device she was using at the time. The device is not being returned for analysis.